Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that an unknown¿subject device was not reprocessed for an unknown period of time. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. The event can be prevented by following the instructions for use which state: replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever an error code indicating water supply insufficiency is displayed. The water filter should be replaced by following the flow shown below. Olympus will continue to monitor field performance for this device.